Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving lioresal, 2000 mcg/ml at flex dosing-daily dose 944.2 mcg/day via intrathecal drug delivery pump for unknown indication of use. It was reported that patient's mom said she noted the return of spasticity about 3-4 years ago and had informed her managing healthcare professional (hcp) from the start. For environmental/ external/patient factors that may have led or contributed to the issue, patient's mom stated that patient had back surgery after the pump implant. Patient developed an infection; therefore, patient went into surgery again for removal of the rods on her back and patient's body contorted about 180 degrees afterwards. Patient's mom felt that something happened to the catheter because patient's spasticity returned. Mom stated her current managing hcp agreed this might be a possibility. The hcp aspirated the catheter access port (cap) on this report date- good flowing cerebrospinal fluid (csf) and the hcp aspirated 1 cc without difficulty. The hcp also performed a dye study which confirmed that the catheter was patent and in the intrathecal space. The hcp only replaced pump which was end of sale (eos) on this report date. Mom was updated by the hcp afterwards. The hcp was updated per the rep. The hcp and mom agreed that replacing only the pump was a good decision, especially due to possible difficulty of placing catheter again and the catheter was patent. Mom was to inform her managing hcp if she would feel a catheter revision was needed in the future. At the time of this report, the issue was resolved and patient status was alive-no injury. The patient¿s medical history included cerebral palsy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of spasticity maybe due to the level of the catheter tip. The hcp and patient's mother discussed that the catheter placement may benefit being higher; however, since patient's spine was twisted, they agreed to wait for a catheter revision. No further complications were reported.

Manufacturer narrative:
Statement that says "end of sales (eos)" is a wrong definition. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was using intrathecal drug delivery pump for intractable spasticity and cerebral palsy. Pump was replaced due to end of service (eos).